Event description:
Profound and permanent neurological injuries [nervous system disorder). Severe and permanent physical injury [injury]. Zinc toxicity [metal poisoning]. Hematological problems [blood disorder]. Case description: an attorney reported that their male client, (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use as denture adhesive beginning 1989 through 2010, and reported the following: profound and permanent neurological injuries, zinc toxicity, hematological problems, and severe and permanent physical injury, injuries that have left him unable to perform his normal customary, and daily activities. The consumer has received and will continue to receive unspecified medical care and treatment. The outcome of the case was: profound and permanent neurological injuries and severe and permanent physical injury ¿ not recovered/not resolved; all other symptoms ¿ unk. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.